Event description:
Per independent repair center, the unit was alarming or red light and shutting down. The key failure was the pilot valve. Additional malfunction for this device was the power switch had no alarm.